Manufacturer narrative:
(B)(4). Concomitant medical products: 00771101100 60364701 femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 11 standard offset, 00642802803 60414034 alumina ceramic femoral head 12/14 taper 28 mm diameter +3.5 mm neck length, 00630504828 60443420 liner standard 28 mm i.d. For use with 48 mm o.d. Shell, 00625006530 60557482 bone scr 6.5x30 self-tap, 00625006520 60541099 bone scr 6.5x20 self-tap. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further actions are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-03860, 0001822565-2017-03861, 0001822565 - 2018 - 00548.

Event description:
It was reported that patient underwent bi-lateral total hip arthroplasty on (B)(6) 2006. Patient is now experiencing left hip pain and discomfort and allegations blood/metal poisoning. Patient has not been revised to date. Attempts have been made and additional information on the reported event is unavailable at this time.